Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER), and subsequently was hospitalized due to a high blood glucose (bg) level of approximately 400 mg/dl and moderate ketones. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.